Event description:
It was reported that during replacement procedure with a leadless ipg, the leadless ipg exhibited high thresholds and a number of expansions was attempted. The replacement leadless ipg was attempted and not used. The procedure was successfully completed using a transvenous ipg system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [product ID-delsys] (B)(6). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported, that the replacement leadless ipg exhibited high threshold at all detention sites. And it was deployed about ten times.

Event description:
No data.

Manufacturer narrative:
Correction this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [product ID-delsys] (serial: (B)(6). H6 corrected to a23 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.